Event description:
The patient reported that the up, down, and ok buttons were sticking and sometimes required additional presses to respond. The patient reported that on one occasion during prime step the ok button stuck and primed out the entire cartridge. There was no reported blood glucose excursion related to this issue. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive and required more force in order to elicit a response. The keypad buttons were found not to click back and spring back normally. There were no issues found with the key contacts when the keypad cover was removed. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.